Event description:
The customer reported that no red alarms were heard as expected.

Manufacturer narrative:
The customer reported that no red alarms were heard from 2-3pm and the patient expired at approx 3pm. Alarm log for the involved central station show only red alarms and do show an asystole alarm at 3:02pm. This data supports that there was no malfunction. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)